Event description:
The nurse of a home pt contacted baxter's technical service center for assistance. Per initial report, the home pt was connected at the press go to start stage. Baxter's technical service center assisted the nurse of the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.